Manufacturer narrative:
Update data: b5 section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-14 (lot: 0012140122); use by date 2026-02-06; UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, echocardiogram and hemoglobin values didn't suggest any kind of damage like cardiac tamponade or aortic root laceration and was confirmed by autopsy. Per the physician, the delivery catheter system (dcs) cannot be excluded as a contributing cause to the death and the death was not related to the patient's underlying medical history.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: envpro-14 (lot: 0012140122); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the subclavian approach was used with no difficulty positioning and inserting the external sheath in the left subclavian. No issues crossing the valve with the straight guidewire was reported. The delivery catheter system (dcs) was positioned with no difficulties near the pigtailed positioned in the non-coronary cusp (ncc). Before starting to open the valve, the patient became hypotensive so the implanter didn't start opening the valve. Cardiac massage was initiated and after several minutes the ventricular fibrillation resolved after some attempts with defibrillator. The valve was implanted and the valve pressure increased around 60-70 millimeters of mercury (mmhg). After some minutes, the blood pressure dropped again and the patient entered in a pulseless electrical activity (pea) condition again. Cardiac massage was initiated again but didn't resolve the situation and the patient died. Per the physician, the cause of death was pea during valve positioning.

Event description:
Additional information was received that the autopsy report did not show any damage regarding the heart.

Manufacturer narrative:
Image review: computed tomography (CT) imaging was provided from (B)(6) 2024. Poor quality imaging due to low contrast and motion artifact, measurements to be considered rough estimates. Unspecified cardiac phase used for annulus measurement (appears systolic). No labelled phases provided. The annulus perimeter is 73.5 mm and perimeter derived is 23.4 mm suggesting a 29 mm evolut per sizing matrix. The mean sinus of valsalva (sov) diameter is 28.5 mm which is below the recommended mean diameter of 29 mm for a 29 mm evolut.bthe left coronary cusp (lcc) measured 30.6 mm, right coronary cusp (rcc) measured 27.0 mm, non-coronary cusp (ncc) measured 27.8 mm. Calcification seen in sinotubular junction (stj). All iliofemoral vessel diameters measure < 5 mm. Regions of narrowing < 5 mm in left subclavian artery. Annular angulation 66°. Updated a.4, b.5, e-phone number, and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.